Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system did not reach the login screen. Upon troubleshooting, the philips field servicing engineering (fse) found that the issue with the start up. The cause of the suite pc failure was not conclusively determined by the supplier's part analysis, however, the replacement of suite pc and restoring the backup by the fse has resolved the issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.